Manufacturer narrative:
The device was returned to (B)(4) for evaluation. During the investigation it was found that the platen was visibly bent and damaged. The damage to the platen appears to be caused by impact damage. The pump also was not able to pass the 40 psi test that is used to check for potential free flow. The curlin pump does contain a warning label that states "warning: impact may cause damage. If dropped, pump must be checked for accuracy prior to use."

Event description:
The initial reporter stated that the pump "failed the 40 psi test." This test is designed to check for potential free flow. The initial reporter did state that this occurred during testing and there was no patient involved. (B)(4).